Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset date, the patient was hospitalized and began treatment with vancomycin injection (1g, once in four days, discontinued after 13 days) and amikacin injection (250mg, once a day, discontinued after 13 days) for the event. Thirteen days later, the patient has recovered from the event and was discharged from the hospital. Pd therapy was ongoing. No additional information is available.